Event description:
It was reported that a drill attachment heated up during a routine maintenance eval conducted by the MFR's field service team. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
The device has yet to be received by the MFR. A f/u report will be field once the product eval has been completed.